Event description:
It was reported the customer received a blank display. The customer also stated their blood glucose reached a high of 558 mg/dl as a result of the blank display. Customer treated their blood glucose with a manual injection. The customer also stated they had dry mouth and fruity breath from their high blood glucose. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.